Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The 3 additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. A suture break occurred with the suture of the first proglide device during knot advancement. The sutures of a third, fourth and fifth proglide device were attempted; however, suture breaks occurred. The suture of a sixth proglide device was successfully deployed. Hemostasis was achieved with the sutures of the second and sixth proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.